Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined

Event description:
It was reported that the asymptomatic patient presented for a routine generator change procedure. Prior to the procedure, fluoroscopy was performed and noted externalized conductors at the heel of the right ventricular lead. No electrical anomalies were noted. A contrast venogram of the left shoulder area revealing occlusion of the vein, a new lead could not be implanted. The physician decided to use the existing rv lead with the new generator. The patient tolerated the procedure well and was recovering.